Event description:
It was reported that during a rotational atherectomy treatment procedure, the distal coil of the rotawire fractured. The pt was asymptomatic during this event. The physician used a trans-femoral approach to treat the calcified, 90% stenotic lesion in the minimally tortuous mid lad coronary artery. The physician successfully treated the lesion with the rotablator, then post-inflated the lesion with a neo's light guidewire and an unspecified balloon catheter. At this time, the rotablator guidewire was inside of the 7 fr joguide guide catheter. When the physician removed the balloon catheter to the outside of the pt's body, the rotawire tip separated and attached to the balloon. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.